Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device kept reporting abnormal oxygen pressure. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device kept reporting abnormal oxygen pressure. The remote service engineer (rse) evaluated the device and found that the oxygen supply was normal. The rse recommended that the customer should check the air oxygen flow sensor.

Manufacturer narrative:
H10: per good faith effort (gfe) response received 07mar2024, the authorized service provider (asp) was not able to evaluate or repair the device as the customer did not accept the service proposal. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.